Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter alleged that they received multiple loss of prime alarms followed by a call service alarm. It was noted that the patient was not able to clear the call service alarm by rebooting the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis (B)(4) 2014 with the following findings: a review of the pump history showed multiple call service alarms on (B)(4) 2013. During testing, the pump powered on and the pump emitted a call service alarm that was not able to be cleared. The display, audio tones, and vibrations were all fully functional. The pump cover was removed and the voltage reading was found to be out of the required specifications. The suspect component of the printed circuit board was replaced and the voltage reading returned to the required specifications. The pump was then able to power on and displayed the ¿verify¿ screen as per normal function. The pump was primed and exercised with no further alarms occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.